Event description:
The customer reported via phone call that she had been experiencing high blood glucose for the last two days in the 400 and 500 mg/dl range. The customer stated that the I insulin pump alarmed no delivery during prime. Customer's blood glucose was 587 mg/dl; she treated with a bolus. Customer was advised to disconnect and reconnect the tubing and reservoir and perform manual prime; insulin did exit. She was then instructed to rewind, reinsert the reservoir and perform manual prime; the insulin pump did not alarm no delivery. The customer was advised the insulin pump is working as designed. The customer declined troubleshooting for high blood glucose; she stated she had just changed the site and will monitor the issue. The cannula was not bent.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.